Manufacturer narrative:
A2 age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease. The denovo target lesion was located in the left main to left anterior descending artery. After a 3.50 x 38 mm synergy stent was implanted, an orthogonal view of the deployed stent revealed a proximal edge dissection. A different device was used to cover the dissection and complete the procedure. The patient condition was stable. It was further reported that the 80-90% stenosed target lesion was located in the moderately calcified and mildly tortuous left anterior descending artery (lad). The lesion was predilated with a balloon. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease. The de novo target lesion was located in the left main to left anterior descending artery. After a 3.50 x 38 mm synergy stent was implanted, an orthogonal view of the deployed stent revealed a proximal edge dissection. A different device was used to cover the dissection and complete the procedure. The patient condition was stable.